Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported residue accumulated at the junction of the adhesive with the probe sheath (void space). The event was noted during service/ maintenance involving an olympus bronchovideoscope. There was no patient injury reported.